Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the e315 error was caused by corrosion of the plug unit, the angulation in the up direction was out of standard, the gap of the up/down knob was out of standard, there was a liquid leak due to breakage of the switch box, noise occurred on the screen due to corrosion of the plug unit, the screen was not coming out due to deformation of the scope-connector, the charged coupled device lens was damaged, the light guide lens was polluted, the scope cover was deformed, the switch box was broken, there was corrosion at the control part due to leakage, there was corrosion at the grip due to leakage, there was corrosion at the scope-connector due to leakage, there was corrosion at the scope connector cover unit due to leakage, and there was a b30 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the device while the user was handling it, which led to an abnormality/corrosion in the electrical parts and resulted in the displayed error message. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image" . Olympus will continue to monitor field performance for this device.